Manufacturer narrative:
Patient information not provided by reporter. 510(k): report is for unknown pangea implants. Unknown when device was implanted. Device is planned for explanation: (B)(6) 2015. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient is scheduled for a revision surgery on (B)(6) 2015 due to adjacent level disc decease at an unknown level using pangea implants. This report is for unknown pangea implants this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Part and lot numbers are unknown; UDI number is unknown. Not explanted yet; unknown when revision procedure will occur. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the scheduled revision procedure was cancelled. It is unknown when it will be rescheduled.